Manufacturer narrative:
Conclusions: device investigation of the received parts did not reveal any device defect or damage which has been present whilst implanted. During explantation, the array was found to be tightly embedded and therefore difficult to remove. Reportedly the last seven electrode channels were left inside the cochlea. This was likely due to further ossification of the cochlea, which also prevented insertion of a new electrode. Such histopathologic changes of the cochlea seem to be caused by an inflammation process of the cochlea. As reported, the recipient was suspected to have suffered a meningitis episode three years post implantation, which could however not be confirmed. The reported fibrosis and ossification of the cochlea could also explain the observed increase in impedances. Other damages found during investigation are likely due to the explantation surgery. This is a final report.

Event description:
Recipient lost audio processor 3 months prior and came in for a replacement. Whilst checking measurements it was found that 9 channels had hi impedance. The recipient played football regularly and it was initially reported that a trauma was suspected by the parents. Later it was reported that a trauma had occurred approximately 5 months before explantation (may 2019). Recipient's speech discrimination with the device was significantly affected. No swelling or redness over the implant site.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No date on possible re-implantation date has been provided yet.

Event description:
Recipient lost audio processor 3 months prior and came in for a replacement. The recipient plays football regularly and a trauma was suspected by caretakers. Recipient's speech discrimination with the device is significantly affected. No swelling or redness over the implant site. Reimplantation is considered but has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User lost audio processor 3 months prior and came in for a replacement. The user plays football regularly and a trauma is suspected by caretakers. User's speech discrimination is significantly affected. No swelling or redness over the implant site. Reimplantation is considered.